Manufacturer narrative:
Intuitive surgical received the cadiere forceps instrument associated with this complaint and has completed its evaluation. Failure analysis confirmed that the instrument's pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a procedure, the wires of the cadiere forceps instrument were found to have been broken. Reported information indicated that no fragments fell into the patient. No adverse event was reported to have occurred.